Manufacturer narrative:
There was no product malfunction; this was determined to be a user issue. A philips field service engineer (fse) went to the customer site, and did not find an issue with the intellivue mx700 bedside patient monitor. The alarm log from the piic ix was obtained by the fse, and was reviewed by a philips response center engineer (rce) . It was found that at 14:27:32 a v-tach alarm occurred and was silenced at 14:37:24. No further investigation is warranted at this time.

Event description:
The customer reported that on (B)(6) 2020 the v-tach alarm did not sound for room 428, 14:27 hrs. Cardiac resuscitation was performed on patient successfully.